Manufacturer narrative:
An event of a pericardial effusion was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedure. Based on the information received, the cause of the reported pericardial effusion may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a ventricular tachycardia procedure, a pericardial effusion was noted. After mapping, the patient became hypotensive and an ultrasound revealed a pericardial effusion. A pericardiocentesis was performed and an epicardial drain was placed which stabilized the patient. There were no performance issues with any abbott device.